Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient felt the stimulation from their implantable neurostimulator (ins) "going in and out" all night and, in certain positions, would not feel the stimulation at all. The patient was implanted for pain on their left side and the manufacturer's representative programmed them to that side with program a. They were told that with their new device they would not have any interruption of the service or stimulation. The patient stated they were exhausted and did not sleep at all the night prior. The indication for use was noted as failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.